Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Records noted a tibial bone defect to be significant with large medial tibial plateau cyst with loose and broken tibial baseplate. Patella and femur well fixed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with fractured medial tibial component with associated subsidence. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00587806535 - nexgena complete knee solution, trabecular metala standard primary patella - 64975768. 00541201701 - gender solutions male (gsm) femoral component porous size 4, left - 64693603. 00542801116 - articular surface ultracongruent 'size 1 2 left 16 mm height' - 64284491. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 2.5 years later, the patient was revised due to a tibial plate fracture. The rep noted that the patient had a bone cyst on his tibial plateau. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown - unknown patella - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 2.5 years post-op, the patient was revised due to an implant fracture, pain, ambulation difficulties after playing softball and jumping up to catch a ball. During the revision, the surgeon noted disassociation, black synovial tissue, and a loose and fractured tibial baseplate, subluxation, and large medial plateau tibia bone cyst. All components were exchanged without complications except for patella which was well fixed and remained implanted. Attempts have been made and all available information has been provided.